Event description:
Additional information was received that the patient has not experienced any trauma or manipulation and the x-rays previously taken are not available for review.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had impedance issues. X-rays were taken and noted to be normal with the generator and leads intact and in place, however they were not received for review. The patient later had a surgical consult for device revision. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient presented for replacement surgery where high impedance was seen in pre-op. During surgery, the lead appeared to be fully inserted into the generator. While disconnecting the lead, it was noted that there was little to no traction and the lead slipped out with little manipulation. The lead was then reinserted into the new generator and impedance was ok. The lead was ultimately not replaced.

Event description:
Product analysis was completed on the non-suspect generator. An interrogation and system diagnostic, and a comprehensive electrical evaluation (shows an ifi=no condition) were performed. A bench torque wrench was fully inserted into the returned setscrew socket and was fully inserted and that secured and released a bench test resistor and was inserted past the negative connector block. No anomalies were seen, and the device performed according to functional specifications. Product analaysis worksheet was reviewed and no anomalies were seen. Wandcomm data was reviewed and no anomalies were seen. Internal generator data was reviewed and showed that high impedance was seen while the device was implanted on (B)(6) 2024 (11684 ohms), (B)(6) 2024 (11761 ohms), and (B)(6) 2024 (14729 ohms).